Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed; no anomalies were found. The analyst commented that helix extension/ retraction and length testing were performed and all results (including electrical testing) were within specified parameters.

Event description:
It was reported that during the implant procedure, after the helix of the lead was initially extended, the helix became displaced and no longer worked. The lead was not implanted. No patient complications have been reported as a result of this event.